Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the hospital due to failure to capture. A temporary pacing lead was implanted as a result. It was mentioned the lead was not capturing at maximum output and that the pacing impedance remained stable, therefore, the device did not switch to unipolar configuration. Technical services (ts) discussed that it is possible the device did not trigger the lead safety switch due to how the daily measurements are performed, which is every 21 hours. It was also advised to perform lead measurements to confirm or discard a potential lead fracture. In addition, all other lead diagnostics appear normal, such as impedance, sensing and clean electrograms (egms). The technicians tested the lead again but were not able to perform the tests in bipolar as the lead was not capturing at maximum output. Subsequently, a new lead was implanted and the lead extraction is planned for another intervention. The temporary pacing lead was also removed and x-ray was performed, however, the results are not yet available. Additional information was provided. The lead was explanted and it broke during the extraction process, so it was discarded by the hospital. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the hospital due to failure to capture. A temporary pacing lead was implanted as a result. It was mentioned the lead was not capturing at maximum output and that the pacing impedance remained stable, therefore, the device did not switch to unipolar configuration. Technical services (ts) discussed that it is possible the device did not trigger the lead safety switch due to how the daily measurements are performed, which is every 21 hours. It was also advised to perform lead measurements to confirm or discard a potential lead fracture. In addition, all other lead diagnostics appear normal, such as impedance, sensing and clean electrograms (egms). The technicians tested the lead again but were not able to perform the tests in bipolar as the lead was not capturing at maximum output. Subsequently, a new lead was implanted and the lead extraction is planned for another intervention. The temporary pacing lead was also removed and x-ray was performed, however, the results are not yet available. No additional adverse patient effects were reported.